Event description:
The hcp reported that the pt was experiencing withdrawal symptoms including chills, shakes, nausea and vomiting, and anxiety. It was determined that the pt's catheter was kinked. The pt underwent a catheter revision. During the revision, there was fluid noted in the pt's pump pocket. The hcp suspected a possible infection, so decided to explant the entire device system. The pt recovered without sequela. Reference manufacturer's report # 2182207200701765.